Event description:
Non-stemi and stenting of proximal circumflex on (B)(6) 2010 with a 3.5 x 28 multi-link vision rx. Discharged morning of (B)(6) 2010 1130, on asa and plavix. On (B)(6) 2010 at 1400, while watching tv developed chest pain 8-9/10 just like that prior to pci. She took 3 ntg with some decrease in pain, but not complete resolution. Presented to outlying ER at 2131 (B)(6) 2010. Transferred to our facility on (B)(6) 2010 for cath/pci. Films reveal 100% occlusion with thrombus of distal end of previously placed stent. Difficult to determine but seems there may have been medical non-compliance. A 3.0x20 nc merlin used to dilate. There still appeared to be diffuse thrombus in the distal vessel. Thrombectomy performed removing large amount of clot, flow improved. A 2.0x18 multi-link mini-vision deployed in distal vessel, and 3.0x18 multi-link vision between the 2.0 stent and previously placed 3.5 stent. Timi iii flow. Medicated with heparin, angiomax, integrilin, asa, and effient. Dr to make provisions for pt to have effient in hand at time of discharge.